Event description:
It was reported "fairview had an incident with a fellow, a wire, and some shearing." It was reported "the patient suffered an injury to the radial artery." The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). Additional information received (B)(6) 2024 indicates "the incident for the product I saw was inappropriate removal of a retained/stuck guidewire. There was an arterial injury which the patient had treatment for. I am not sure of the final disposition of the patient but there was not any long-term problem that I was made aware of.". Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "fairview had an incident with a fellow, a wire, and some shearing." It was reported "the patient suffered an injury to the radial artery." The patient's current condition is reported as "unknown". Additional information was requested from the customer, however further information has not been provided at the time of this report.

Manufacturer narrative:
(B)(4).